Event description:
Pump declared alarm 20 during the load process. Customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer replaced the cartridge to resolve the issue and resumed pump therapy.